Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 06, 2017, that an ultraflex tracheobronchial covered distal release stent was implanted to treat a stricture in the patient's airway during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's airway was severely affected by a malignant lesion in the patient's esophagus, which negatively impacted the patient's breathing. According to the complainant, on (B)(6) 2017, a pre-planned, scheduled imaging procedure was performed and the stent wires were noted to be broken. Due to the patient¿s condition at the time the broken wires were found (the patient could not breathe smoothly due to negative effect on airway from esophageal cancer), the physician did not immediately retrieve the stent. On (B)(6) 2017, the stent was removed from the patient using forceps. The physician plans to implant another stent in the patient¿s airway, however, the re-stenting has not been scheduled yet. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.